Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that ¿the pump feels like it has a heart pulse.¿ there was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the pump powered on with functional auditory features, a blank display, and continuous vibration. Investigation for the alleged issue could not be adequately completed due to the blank display and continuous vibration. Unrelated to the original complaint, investigation revealed the following: there was a crack in the pump casing between the case seal and the keypad; leak testing revealed a casing leak; there was internal moisture corrosion found on multiple components; the battery compartment was cracked.